Event description:
The customer reported a no delivery alarm and a low reservoir alarm. The blood glucose level was not known. The patient stated that his last blood glucose reading was 57 mg/dl. The customer declined to recheck his blood glucose level stating that he was fine as he has eaten already. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.